Manufacturer narrative:
(B)(4). This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: there is a stretched and ovalized section of the catheter between 2.2 and 2.5 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly through the catheter until friction was encountered approximately 2.5 cm from the distal tip. While the friction was noticeable, the mandrel moved past this section with little extra effort and exited the tip. The catheter is functional but damaged. Conclusion: the damage noted in the complaint was confirmed. The cause of the damage has not been directly identified but the location of the stretching suggests that the most distal section of the catheter was immobilized as the catheter was pulled out of its packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The neuron guide catheter was opened while the patient was being prepped and it had a damaged tip within the inner packaging. It was replaced with another guide catheter without going anywhere near the patient or the doctor. It had no effect on the procedure or the patient.